Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, a vessel perforation occurred requiring add'l intervention. The lesion being treated was a heavily calcified chronic total occlusion (cto) located in the posterior tibial artery which demonstrated a 2.0mm referenced vessel diameter (rvd). Access to the lesion was difficult to establish and the physician wound up passing an astato 30 wire from a contralateral approach down a collateral vessel at the proximal cap of the cto. It was difficult to tell whether or not the wire was in the true lumen. Both physicians present felt that the placement of the wire was correct and the astato 30 wire was exchanged for a viperwire. A 6f sheath was used and the 1.25s oad was maneuvered to the origin of what was thought to be the proximal cap of the pt cto. It was discovered that the device had been placed in the adjacent collateral vessel and the rvd was closer to 1mm. The diamondback 360 oas immediately bogged down and the saline pump shut off. The csi rep restarted the pump and the physician made another attempt to spin at low speed (60k rpm) but the same thing occurred and the physician said something didn't feel right. The total spin time was about 8 seconds. The physician removed the oad, noting some resistance to removal. The f/u angiogram revealed a significant perforation. Multiple attempts were made to treat the perforation with a balloon but were unsuccessful. The perforation was treated to controlled by placing a coil in the vessel. The procedure was prolonged to a total length of approx 5 hrs. Pt remained stable during and at completion of procedure.